Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. While inserting the iab into the sheath, it unraveled. The md removed the iab from the sheath and requested another iab. The third iab was inserted into the sheath without incident. Reference medwatch 1219856-2008-00117 for the first event involving the same pt.

Manufacturer narrative:
Sample will not be returned for eval.